Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular (rv) oversensing and noise were observed on the rv lead. The patient was in stable condition. Additional information has been requested but has not yet been received.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.